Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf, fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term internal jugular vein catheter was placed in the patient, and the patient had been receiving regular dialysis three times a week since the catheter was implanted. The nurse connected the catheter to the machine to operate for the patient. The venous end of the catheter was disinfected, heparin solution was withdrawn, and the catheter performance was tested by connecting a 10-milliliter syringe. A crack was found at the screw-threaded connection of the blue adapter of the catheter. No liquid leakage was found when blood was drawn. They tightened the adapters by hand. No other defects/damages found on the product. The product was used in connection with the circulation line for hemodialysis. Nothing unusual was observed on the device prior to use. They reported to the doctor, head nurse, and director immediately. They connected the patient to the machine with the repaired catheter and used it for low-flow dialysis that resulted in insufficient blood flow and inadequate dialysis of the patient, affecting patient comfort. During the treatment, they closely observed the patient and the catheter, and no abnormalities such as bleeding from the catheter orifice were found, and the treatment was completed. The blue adapter was replaced on december 27, 2024, at another ER hospital, as a preliminary action or intervention required as a result of the event. The dialysis catheter was not replaced. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term internal jugular vein catheter was placed in the patient, and the patient had been receiving regular dialysis three times a week since the catheter was implanted. The nurse connected the catheter to the machine to operate for the patient. The venous end of the catheter was disinfected, heparin solution was withdrawn, and the catheter performance was tested by connecting a 10-milliliter syringe. A crack was found at the screw-threaded connection of the adapter of the catheter. No liquid leakage was found when blood was drawn. They tightened the adapters by hand. No other defects/damages found on the product. The product was used in connection with the circulation line for hemodialysis. Nothing unusual was observed on the device prior to use. They reported to the doctor, head nurse, and director immediately. They connected the patient to the machine with double catheters and used low-flow dialysis that resulted in insufficient blood flow and inadequate dialysis of the patient, affecting patient comfort. During the treatment, they closely observed the patient and the catheter, and no abnormalities such as bleeding from the catheter orifice were found. The red adapter was replaced on (B)(6) 2024, as a preliminary action or intervention required as a result of the event. There was no blood loss. Blood transfusion was not required. There was no reported patient outcome.